Manufacturer narrative:
(B)(4); batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please clarify how long was the delay (hours/minutes)? 15 minutes. Was there any patient consequence as a result of the procedure being prolonged? Just extended, or time. Was there any patient consequence, or change in the post-operative care of the patient as a result of the event? Just more extensive follow up, test for leaks, etc. He stated that there was nothing different about these patients- not especially high risk, pretty normal. No leak test is performed on sleeve patients, only gastric bypass.

Event description:
It was reported by the rep. Doctor was performing a routine lap gastric bypass with roux en y and on the first firing up the side of the pouch the inner most row of staples on the remnant side did not seem to form and several were completely straight legged. Doctor looked at the line, tossed that stapler off of the field, opened a new one to finish the pouch stapling, and then and oversewed the malformed areas for security. No staple line reinforcement used, routine case until 1st firing up side of pouch with blue cartridge where several staples in the inner most row on the remnant side were straight legged, and had to be oversewn.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2021. D4: batch # u5dy2y. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally small nicks on the knife were noted during analysis, but not affecting the performance of the device to meet the staple and cut release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch although there is no direct evidence of use error, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2021. Upon visual inspection of three photos and twelve videos, the following was observed: the first photo shows a device with a blue reload loaded and tissue between the jaws. The second and third photos show a staple line on the tissue and five staple leg was noted on it. The 1st, 2nd videos show some surgical instrument handling a needle/suture combination. The video 3rd shows tissue handling for surgical instruments. The video 4th shows some trocar pass through of tissue. The video 5th shows a surgical instrument cauterizing the tissue. At the 4:37 mark, a device with a white reload loaded is introduced. At the 4:37 mark tissue is placed in the jaws and at the 5:02 mark, the device was removed of tissue. After that bleeding was noted on the staple line. At the 8:53 mark, a device with a white reload loaded is introduced. At the 9:11 mark tissue is placed in the jaws. At the 10:14 mark, the device was removed. At the 10:56 mark, a needle/suture combination is introduced and suture. The video 6th shows a needle/suture combination is suturing the tissue. In the video 7th, a needle/suture combination is suturing the tissue. At the 1:43 mark, slightly bleeding was noted on the staple line. In the video 8th, a needle/suture combination is suturing the tissue. At the 8:54 mark, the needle is passed through of tissue, and bleeding was observed. The video 9th shows a needle/suture combination is suturing the tissue and bleeding is noted. The video 10th shows a needle/suture combination is suturing the tissue. At the 5:31 mark a a device with a blue reload loaded is introduced. At the 5:35 mark tissue is placed in the jaws and at the 6:29 mark, the device is fired. At the 6:35 mark, the device is removed, and bleeding is noted but not on the staple line, if not on the tissue. At the 8:48 mark, a device with a blue reload loaded is introduced. At the 8:52 mark tissue is placed in the jaws and at the 9:34 mark, the device is fired. At the 9:40 mark, the device is removed and five staple legs were noted in the staple line from the right side. The video 11th shows at the 1:14 mark a device with a blue reload loaded is introduced. At the 1:17 mark tissue is placed in the jaws. At the 1:59 mark, the device is removed. At the 2:56 mark, a needle/suture combination is introduced and suturing the staple line. The video 12th shows at the 0:07 mark a device with a white reload loaded is introduced. At the 0:17 mark tissue is placed in the jaws and at the 0:33 mark, the device is fired. At the 0:39 mark, the device is removed. At the 1:52 mark, a needle/suture combination is introduced to suturing. Based on the photos and videos reviewed, the event description is confirmed, however, no conclusion or root cause could be determined.